Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott ballon. During the procedure, an incomplete stent opening (iso) was observed and was resolved after two recaptures then the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Post-implant, moderate paravalvular leak (pvl) was observed. Post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 20mm, non-abbott balloon. Mild pvl was observed.; the patient remained hemodynamically stable throughout the procedure. It was also reported that hemostasis could not be achieved using perclose and was able to be achieved by surgical cutdown. The patient's current condition is unknown.